Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94-47). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. There is no impact to patient management reported. No specific data was provided for this analyzer, however the customer also reported a falsely elevated result on their sn (B)(4) analyzer (also with no patient impact) previously submitted in report 1628664-2017-00442.